Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an ablation procedure for ventricular tachycardia. When the implantable cardioverter defibrillator was reprogrammed to only atrial pacing for the procedure and radiofrequency was turned on, the device would pace the ventricle. When the radiofrequency was suspended, the device would continue to only pace the atrium. Cross stimulation was alleged to be the source of this pacing anomaly. No intervention was performed. The patient was in stable condition.